Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a regulatory report by the ministry of health (moh) in (B)(6) from a physician of bacterial peritonitis with culture positive for pseudomonas in a patient coincident with extraneal viaflex therapy. On (B)(6) 2008, the patient began treatment with extraneal viaflex, 2 l daily (lot number unknown) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2009, the patient experienced bacterial peritonitis. It was not reported whether the patient was hospitalized or if any treatment was rendered. Outcome for the event of bacterial peritonitis was not reported. Extraneal therapy was continued at the same dose. The physician did not provide an opinion of causality for the event of bacterial peritonitis with culture positive for pseudomonas in relation to extraneal therapy.